Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory on 07/06/2020. An investigation was conducted on 07/08/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not dis-engaged. The seal was observed in the delivery tube, in an open state. A crack was observed on the inner portion of the seal. No other visual defects were observed. Measurements of the delivery tube were taken. The inner diameter was measured at 0.196 inches and the outer diameter was measured at 0.221 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "crack;seal" was confirmed as well as for the analyzed failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) had a crack in the outer covering of the seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) had a crack in the outer covering of the seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects